Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse bolus. This occurred during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: a1, b3, d5, d10. Correction b5: it was reported that a novum iq large volume pump did not infuse an ivf bolus (rate of 999 ml/hr and volume to be infused 490 ml). This occurred during patient infusion in the stroke unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Additional information: h6 and h11. H11: the device was not received for evaluation however preventive maintenance testing was performed at the user facility. The device was tested for downstream occlusion, upstream occlusion and air-in-line and passed all tests. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log was reviewed for the event date provided and identified the ivf drug bolus. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.